Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose (bg) level was 541 mg/ dl. The customer reverted to manual injections to address the elevated bg. Reportedly, customer changed the pump supplies and resumed insulin delivery to address the issue.